Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient was implanted with an adjustable pressure shunt due to hydrocephalus. On (B)(6) 2020 the patient went to the hospital for treatment. Then, on (B)(6) 2020, the patient developed symptoms of vomiting. At present, the patient was hospitalized and still had symptoms of vomiting. The doctor found that patient's intracranial pressure had become high through CT examination, and the patient needed their pressure to be adjusted. Additional information received stated that a distributor had been arranged to adjust the patient's pressure, and their pressure had been adjusted from 1.0 to 0.5.